Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 28 mm in diameter and 10 mm in length. An endurant bifurcated stent graft (B)(4), contralateral limb and a (B)(4), ipsilateral extension were implanted. It was reported that after the bifurcated stent graft was deployed a wire was placed into the contralateral gate. The contralateral limb was inserted and placed accurately; however, due to poor imaging and physician error the stent graft moved up and was deployed 3 cm farther than intended. No intervention was required to be done. There was a slight proximal type I endoleak that was left untreated because there was no room to place an aortic cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Unknown cause of endoleak).